Manufacturer narrative:
(B)(4).

Event description:
Nurse practitioner patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient indicated wearing as trial and is not diabetic. No injuries or medical intervention were reported.